Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the during the ipg replacement procedure (reference MFR report#1627487-2018-00614), the lead was cut. As a result, a new lead was used to complete the procedure. Post-operatively, stimulation was restored post-procedure.